Event description:
It was reported that patient underwent a balloon kyphoplasty procedure (bkp) during the procedure, the inflatable bone tamp (ibt) was inflated to approximately 300psi and 3cc volume when it leaked contrast and failed to hold pressure. The ibt was removed and replaced with a new balloon and the procedure was completed successfully. There was no known patient allergy to the contrast media and no fragments of the balloon were left in the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.